Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. It was reported by the patient's parents that the pediatric patient experienced a skin reaction with burning, redness, inflammation, and pustules which occurred five days after the sensor had been inserted in the upper buttocks. Prior to insertion, the area was treated with alcohol and skin tac barrier wipes. On (B)(6) 2023, the patient's parents consulted with a healthcare provider and was diagnosed with infected nodules and prescribed oral antibiotics - clindamycin 8mg, every 8hrs for 7 days and an unspecified staph infection cream - pea size twice a day. At the time of contact, it was indicated that the patient reaction was improving with antibiotics. No additional event or patient information is available.